Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. During the implant, the valve would dislodge prior to deployment. Multiple attempts were made to the place the valve at the intended implant position. During the first attempt, at 80% deployment, the valve would dislodge into the sinuses. The valve was recaptured into the delivery catheter system (dcs), another attempt was made. During the second attempt, at 80% deployment, the valve was at the intended implant position. Subsequently, the valve dislodged prior to full deployment. There were four recaptures performed. It was reported that the native annulus has very little leaflet calcium which contributed to the issues. The valve was recaptured into the dcs and withdrawn from the patient. The procedure was aborted. Approximately one month following the attempted implant, the patient returned and received a balloon expandable valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0011427475); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a conclusion: one media file was provided for review. The media file provided shows the attempted deployment of the valve. The valve migrated aortic near 80% of deployment for reasons not fully understood. The event description states the minimal leaflet calcium might have contributed to the issue. Even though this could be the likely cause, this review is inconclusive. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Dislodgement and positioning difficulties do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.